Event description:
The tech alleged that the brake pedal would set but the brake caster would not hold. No injury reported.

Manufacturer narrative:
The tech replaced the brake caster to resolve the issue.